Event description:
Per the healthcare professional, the electrode array of the pt's implant migrated out of the cochlea. The surgeon decided to implant the pt's contralateral ear with a new device and leave the first, now unused, implant in place. The pt had not had her initial stimulation with her new implant as of the date of this report.